Event description:
Preliminary information provided states that following the implantation, the (2) iskd t12-300-380 lengtheners were not distracting. The surgeon removed both lengtheners and replaced with (2) t12-300-350 lengtheners.